Event description:
Our sales rep, reported on behalf of the customer that the blocker does not fit on the tightener.

Manufacturer narrative:
Method: visual inspection, complaint history review, mfg records, risk analysis. Results: visual inspection confirms the reported failure. Complaint history review - similar complaints have been reported for the pre-tension system issue. Mfg records - review of the mfg batch was conducted and it was found that 11 parts were rejected since it did not satisfy the requirements for holding test carried out through form (B)(4) (bullet 4). This discrepancy was addressed in the corresponding form (B)(4). Risk analysis - a technical assessment was written covering all possible risks (technical assessment number (B)(4). Conclusion: potential contributing factor to the holding mechanism damage is that product may have been used for final tightening which may have damaged the holding function. "Not for final tightening" is engraved on the instrument. CAPA (B)(4) was triggered in order to improve this instrument.